Event description:
This case was reported by a consumer and described the occurrence of tongue choking in an elderly female patient who received gsk denture adhesive (formulation unknown) (poligrip) for loose dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient started gsk denture adhesive (formulation unknown) (dental), unknown dosing. At an unknown time after starting gsk denture adhesive (formulation unknown), the patient experienced tongue choking, dry mouth, coated tongue, taste salty, run down feeling, unable to sleep at night due to taste in mouth, gagging and tired (couldn't sleep). This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2013-0014. Poligrip is manufactured in (B)(4), and marketed as super poligrip in the united states. Neither the lot number nor the product was available. (B)(4).